Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a metatarsal osteotomy on (B)(6) 2014. During the procedure, the head of the frs screw cracked. The screw was removed and another implanted with no issue.

Manufacturer narrative:
Examination of returned device was inconclusive. During the evaluation, it was noted the root cause of the event could not be determined due to insufficient information.